Event description:
This event was reported by rcs and involved a stroller unit being used at the (B)(6) care center in (B)(6). While the pt was using the stroller unit, liquid oxygen entered the pt's cannula. A nurse at the facility heard a loud popping sound and noticed liquid in the tubing. The unit was taken off the pt and out of service and there was no injury reported.

Manufacturer narrative:
The unit is currently being tested and evaluated. Upon completion of the testing and evaluation, a follow up report will be submitted.